Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this right ventricular (rv) lead presented to the emergency room (ER) after receiving shocks from the device. Upon interrogation, rv noise, oversensing, inappropriate shocks, inappropriate anti-tachycardia pacing (atp), and pacing inhibition with pauses of greater than two seconds were observed. One of the atp episodes caused ventricular fibrillation (vf) and a shock was delivered which terminated the vf. All lead measurements were otherwise normal. It was noted that troubleshooting confirmed a lead fracture. A surgical revision was performed to explant the lead; however, the lead came apart during the explant and was therefore surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Upon receipt at our post market quality assurance laboratory, the lead was returned severed approximately 110 mm from the terminal end. Only the proximal segment was returned. A thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits on the segment of lead returned. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this right ventricular (rv) lead presented to the emergency room (ER) after receiving shocks from the device. Upon interrogation, rv noise, oversensing, inappropriate shocks, inappropriate anti-tachycardia pacing (atp), and pacing inhibition with pauses of greater than two seconds were observed. One of the atp episodes caused ventricular fibrillation (vf) and a shock was delivered which terminated the vf. All lead measurements were otherwise normal. It was noted that troubleshooting confirmed a lead fracture. A surgical revision was performed to explant the lead; however, the lead came apart during the explant and was therefore surgically abandoned and replaced. No additional adverse patient effects were reported.